Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump bolus button was not responding. Customer¿s blood glucose was 383 mg/dl at the time of incident. Customer stated that time was advanced. Customer went to bolus and insulin pump had no delivery. Troubleshooting was performed for keypad anomaly. Customer declined troubleshooting. Customer was took manual shot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm due to buttons not responding.